Event description:
Unintended table movement of the uroskop access system was reported at the customer site. Unintended movement occurred twice and was witnessed by medical personnel. During the first occurrence the pt was on the table as the system began tilting. The table moved approximately 10-15 cm in foot direction and then stopped. According to the provided info, the medical technician present in the exam room did not press the emergency button to stop the system motion. During the second occurrence the tilting motion began without pt being present in the room. The unintended movement was witnessed by two technicians. The emergency stop button was not activated to stop the system movement. There is no injury involved in this event. The reported event occurred in (B)(6).

Manufacturer narrative:
A red emergency stop pushbuttons (3 per system) are available to the operator to stop all unintended device movements. The reported issue is under investigation and a supplemental report will be submitted once additional info has been received. This report was submitted (B)(4) 2014. (B)(6)